Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm permanent cautery spatula instrument monopolar function was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to was tested on an in-house system showing 1 live remaining. The instrument passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. Additionally, the instrument was found to have a broken ceramic sleeve. Broken pieces were missing as a result of breakage. Ceramic sleeve does not exhibit scratch marks. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not show any related/duplicate records. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of a broken ceramic sleeve is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause the ceramic sleeve to break. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments (818101-40) via risk ID (B)(6). No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.